Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed caller on proper usage techniques and assisted in removing the pump's case, but the issue persisted. As a resolution, a replacement pump with updated software was provided, and caller was guided on returning the malfunctioning pump to tandem. Caller was advised to program settings and connect their cgm to the new pump. Meanwhile, the customer continued using their current pump to ensure uninterrupted insulin delivery.